Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility with complaint of sensation of pulsating in the abdomen area, especially when laying down and relaxed, not when active. Diagnostic testing/troubleshooting performed that revealed phrenic nerve stimulation due to left ventricular (lv) lead. Left ventricular capture management was programmed off, and the lv remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.